Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, the patient notifier of an advisory device was demonstrated to the patient but the patient was unable to feel the vibratory alert. The notifier duration was reprogrammed and the vibratory notifier could be felt now. The patient will be followed normally.